Event description:
Customer reported being hospitalized for dka. It was reported that customer is 28 weeks pregnant. Troubleshooting performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contruted to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.